Event description:
It was reported via repair work order that both jacks were stuck raised and could not lower due to malfunctioned jack assemblies. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.